Event description:
The customer was hospitalized for high bgs and dka. The customer reported that pt had flu and vomiting, which led to high bgs. Troubleshooting was performed. Requested customer to remove the infusion set and found that the cannula was crimped at the end. Bgs were treated with insulin drip. In addition, a fixed prime test was completed and passed.